Manufacturer narrative:
Concomitant products: vanguard cr lip tibial bearing, catalog #: 183544, lot #: 2009090358. Vanguard cr femoral -rt 70, catalog #: 183012, lot #: unknown. (B)(4). This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states under 510k number k915132. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once investigation has been completed, a follow-up MDR will be submitted.

Event description:
It has been reported that 6 years following a knee arthroplasty, the patient was revised due to tibial loosening and subsidence. No additional patient consequences have been reported.